Event description:
The customer stated that his wife tested her blood glucose using 2 breeze2 meters and received readings of 19 and 95 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.